Event description:
No additional information.

Manufacturer narrative:
Updated distribution history: this complaint unit was manufactured at csi on 01/13/2020 and shipped on 1/26/2020. Manufacturing record review: dhrs were reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history does not reveal similar reported complaint conditions. Product receipt: the complaint unit was returned on 12/20/2024. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found to function properly. Root cause: the device tested to specification and found to meet all visual and functional test specifications. A root cause is not applicable as the complaint condition was not confirmed. The unit was tested to specifications free of defects and returned to the customer. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary, as the complaint condition was not confirmed.

Manufacturer narrative:
Device is being returned for repair. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the device will not vacuum nor stay powered on. Attempts have been made, but no further information has been provided. No patient harm reported. . Lp-20-120 leep 2024-12-0000435